Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt weak and dizzy. The patient saw the physician who reported seeing pacer spikes on the monitor which did not appear to be capturing on the right ventricular (rv) lead. The physician reported a heartrate in the 40s. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.